Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Hospital facility's lead sterile processing tech reported: during a procedure in (B)(6) 2012, the spring snapped off at the screw hole of the locking pliers. Surgeon was able to retrieve the nail during the procedure. Surgeon noted the device can still be used, however, it is less ergonomic.

Manufacturer narrative:
Lot # a7na21. Date received by manufacturer january 29, 2013.

Event description:
This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number: additional information from received questionnaire. A DHR review is not possible as the device is nearly 10 years old. The returned device was manufactured in june 2004 and is approximately 9 years old. The leaf spring is broken approximately 2mm from the location it is secured to the plier arm. The leaf spring component part 359.204.6, was manufactured from 420a ss and heat treated per es0052. The design is adequate for its intended use and did not contribute to this complaint condition. There are 53 complaints for this complaint condition of broke in the entire complaint history for part 359.204 and approximately 1,020 have been distributed since 2006, 2006 is oldest sales data available in jde, which results in an estimated complaint rate of 5.2 percent based on sales. The design is adequate for its intended use and did not contribute to this complaint condition. Placeholder.